Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device was being used to take down broad ligaments. The ptc pulled off. It did not separate completely. There was no excessive heat or misuse. No message on the generator. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the electrode separated from the ceramic and the electrode was still attached to the active rod. The ptc was found properly attached to the upper jaws and in good physical condition. The ceramic is partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" alert screen, advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). It could not be determined what may have caused the incident reported.